Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025 explanted: (B)(6) 2026, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received through multiple sources including a patient's family member (caller) and a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving dilaudid hydromorphone (2mg/day) via an implantable infusion pump for spinal pain indications. The caller reported that the patient recently had a pump implanted (B)(6) 2025 and unfortunately it was coming out tomorrow because there was a horrible infection around the device catheter in the patient's body. The caller stated that from the very beginning when the pump was implanted in (B)(6) 2025, the patient was telling an hcp that it looked infected, it hurt, and it was red and hot. The caller stated the hcp said it was not an infection, but delayed healing. This went on for months and got worse and worse. The caller then said the patient went to the emergency room with chest pain and the ER doctor looked at the abdominal area and said it was an infection. The caller mentioned that they have been to the hcp several time and they gave the patient antibiotics and went to an infectious disease specialist and had IV antibiotics for a couple weeks. The rep reported (B)(6) 2026 that the patient had an infection and the pump system got explanted. The devices were sent for gross examination and were discarded by the customer. The issue was resolved at the time of the report.